Event description:
It was reported that a patient underwent revision surgery to remove a fractured femoral component. Tibial component and bearing were also explanted. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). D-4: this device is sold outside the us and therefore no gudid information exists. This device is considered similar to (B)(4). D10: unknown oxford tibial component, lot unknown. Unknown oxford bearing, lot unknown. G-4: the reported product is not sold in the us, the pre-market submission number for the similar product sold in the us is p010014. G2: foreign - event occurred in united kingdom. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.